Event description:
It was reported that the ventilator did not deliver set volumes. There was no patient harm. Manufacturer's ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not deliver set volumes. Our field service engineer conducted an on-site investigation of the ventilator. Although no malfunctions was detected in the ventilator, an review of the provided logs indicates that a high leakage occurred on the reported date the event. High leakage causes the inspiratory flow to reach its maximum limit, which in turn limits the pressure that can be delivered. However, no parts replaced nor any parts returned for investigation. Therefore, no root cause can be established for the reported issue. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-n, corrected brand name: base unit servo-n d4 ¿ version or model # - previous version or model #: servo-n, corrected version or model #: 6688600. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 04/11/2019, corrected manufacturing date: 04/08/2019¿.

Event description:
Manufacturer's ref #: (B)(4).